Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that external leak observed when delivering chemotherapy drugs, in fractured line. Line removed immediately, delay to cancer treatment. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was placed 09/03/2024 and removed 10/07/2024. Total length of catheter 47cm. PICC inserted into basilic vein, 8cm exit site markings. Catheter locked with saline between use. Securacath used, placed between 6-8cm. PICC dressed in j-loop back up the patient¿s arm. Oncology treatment: cyclophoshamide, epirubicin. Break found at 5cm mark, 34 days after insertion. 3ml chloraprep used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that external leak observed when delivering chemotherapy drugs, in fractured line. Line removed immediately, delay to cancer treatment. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was placed (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter 47cm. PICC inserted into basilic vein, 8cm exit site markings. Catheter locked with saline between use. Securacath used, placed between 6-8cm. PICC dressed in j-loop back up the patient¿s arm. Oncology treatment: cyclophoshamide, epirubicin. Break found at 5cm mark, 34 days after insertion. 3ml chloraprep used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that external leak observed when delivering chemotherapy drugs, in fractured line. Line removed immediately, delay to cancer treatment. No other information provided, at this time. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter was placed (B)(6) 2024 and removed (B)(6) 2024. Total length of catheter 47cm. PICC inserted into basilic vein, 8cm exit site markings. Catheter locked with saline between use. Securacath used, placed between 6-8cm. PICC dressed in j-loop back up the patient¿s arm. Oncology treatment: cyclophoshamide, epirubicin. Break found at 5cm mark, 34 days after insertion. 3ml chloraprep used to clean catheter site during dressing change.